Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device reached elective replacement indicator early due to high left ventricular (lv) lead threshold and multiple shocks for vt/vf. Follow-up was received and indicated that the lv lead had migrated out of its original position, causing the threshold to rise over time. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
The lead remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: d224trk (B)(6) 2009; biventricular defibrillator; 5076-52 implantable pacing lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.